Event description:
It was reported that due to the ineffectiveness of the device, the patient suffered worsening pain, numbness in the lower extremities, high blood pressure, burning from the unit itself, electrical shocks, and infection. The patient underwent an explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7131286 / 7131599 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).